Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that while implementing field correction order (fco), it was observed that that there was an error code 100a vent-inop: data acquisition (da) printed circuit board assembly (pcba) analog direct current (adc) reference failed message in the logs. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the device may have been repaired and disconnected call. Several attempts by the rse were made to follow up with the customer for repair but no further information was able to be obtained, service no longer required/declined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.